Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and not following the proper air removal steps. Tandem customer technical support educated the customer to always use room temperature insulin and to follow the proper air removal steps. Customer performed the fill tubing step and resumed insulin delivery to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump.